Manufacturer narrative:
Severely tortuous, severely calcified and small vessels. Required secondary intervention.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 4.7 - 5 cm abdominal aortic aneurysm approximately 1 month ago. The aortic neck was 20 mm long, 24-26 mm in diameter, and without angulation or calcification. The iliac arteries were severely tortuous, severely calcified, and 8 mm in diameter. It was reported that while attempting to insert the talent bifurcated delivery system on the patient's right side, the delivery system kinked due to the severe vessel anatomy. The same device was removed and inserted on the left side through a 22 fr sheath and was able to be successfully delivered and deployed. However, after deployment, an unknown type of endoleak was evident at the flow divider. It was thought that the endoleak was too large to be a blush. An aneurx cuff was delivered without issues and placed to try to resolve the endoleak; however, the leak was still present. No further intervention was attempted. The delivery system was discarded after the procedure. No additional clinical sequelae were reported and the patient is stable.